Event description:
Caller states pt was brought to the ER with hypoglycemic symptoms. At 00:45, pt was tested with the inform system and "error 83" was displayed (possible bad test strip or extremely low blood glucose). Pt was treated with d50 and tested 586 mg/dl (00:46) and hi [(greater than 600 mg/dl) 00:54] on the inform system. At 01:15, a lab value returned as 838 mg/dl while the inform system read 111 mg/dl at 01:21. Pt's current condition is not known. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.